Event description:
During evaluation of a returned small volume intermate, a rupture bladder was observed. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured august 14-15, 2023. H10: the device was evaluated. Visual inspection was performed which identified a ruptured bladder. The ruptured bladder was examined for signs of abnormality; no signs of abnormality were observed on the external and internal surfaces of the bladder, the rupture line, and stress member. The cause of the rupture could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.